Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the doctor suspected infection at the site of the implant due to a small defect on the incision site and device was removed in full. Treatment: antibiotic treatment given. No further complications were reported or are anticipated.